Event description:
It was reported that, "doctor was using screwdriver to screw in a 30mm screw into implanted tritanium cup. When doctor pulled back on the screwdriver, to remove from hip cavity, the tip of screwdriver was broken off in top of implanted screw."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.